Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut in mouth [mouth injury]. Brush heads are coming off...no longer stay on - oral-b toothbrush [device breakage]. Case narrative: consumer chat stated that the brush heads no longer stayed on, the heads were coming off while they were brushing, and they had cut the inside of his mouth with the metal part. No serious injury was reported.

Manufacturer narrative:
On 18-sep-2025: product investigation results - complained product received - user handling was identified as root cause for the complaint.

Event description:
Cut in mouth [mouth injury]. Brush heads are coming off. No longer stay on - oral-b toothbrush [device breakage]. Case narrative: consumer chat stated that the brush heads no longer stayed on, the heads were coming off while they were brushing, and they had cut the inside of his mouth with the metal part. No serious injury was reported. Follow up: german product notes and maltese product notes updated. Product investigation result: oral-b toothbrush (suspect) was investigated. The driving shaft of toothbrush handle has heavy traces of usage and pitting corrosion. Cause of failure was consumer related (usage of abrasive toothpaste for long time causes extreme wear at plastic dome and loosening of refill). No manufacturing cause and no design issue was identified based on investigation. No serious injury was reported.